Manufacturer narrative:
Manufacturer's investigation conclusion: the report of device thrombosis could not be confirmed through this evaluation. The account communicated that the patient was admitted on (B)(6) 2019 for the administration of an intravenous anticoagulant to treat thrombus in the pump. The patient ultimately received a heart transplant on (B)(6) 2019. Device thrombosis could not be confirmed through the evaluation of heartmate ii (hmii) left ventricular assist system (lvas), serial number (B)(6) (refer to MFR # 2916596-2020-00012). The hmii lvas instructions for use lists device thrombosis as an adverse event that may be associated with the use of the hmii lvas. This document outlines indications of device thrombus, as well as how to respond to such events. Additionally, the recommended anticoagulation therapy and inr range are included in these instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was administered a bivalrudin drip for suspected pump thrombosis on (B)(6) 2019. No further information was provided.